Manufacturer narrative:
Rec'd one used unit in 2008, and is currently being decontaminated. Add'l info has been requested from the customer. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 14 may 2008.

Event description:
The catheter was inserted in 2007. After infusion in 2008, the nurse found the catheter broken below the oval disc. The broken parts were outside the body.